Event description:
A report was received that the patient is experiencing discomfort in the pocket. The patient has had a pocket revision (MDR#3006630150-2011-00154) which was not helpful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient is experiencing discomfort in the pocket. The patient has had a pocket revision (MDR #3006630150-2011-00154) which was not helpful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted. The ipg device was working properly and the patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.